Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a surgical technician was preparing a blake drain during an unknown procedure on (B)(6) 2018. While removing the cap of the blake drain, the customer got stabbed with a trocar from the 15 french blake drain. The customer required stitches. No other information is known. No product was reported to be returned.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/9/2020.